Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of lo (< 10 mg/dl) and 44 mg/dl within 10 minutes on the compact plus system. Customer also reports results of lo (< 10 mg/dl) and 505 mg/dl on a separate day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.